Manufacturer narrative:
Device received with operating currents within specification. Device passed selftest, rewind, seating, basic occlusion test, occlusion test, force sensor test and displacement test. Device received with missing retainer ring and reservoir tube o-ring. Device received with minor scratched lcd window andcase. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the red plastic on the device was missing. Customer's blood glucose was unknown. Customer agreed to return the device for analysis.